Manufacturer narrative:
(B)(4). The device is not intended for sale in the us. Similar product sold in the us.

Event description:
The customer alleges that the swg (spring wire guide) got stuck in the catheter over needle and could not advance further. A new kit was used.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record (DHR) review was performed on the catheter and guide wire, and no relevant findings were identified. Without the device to evaluate , the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the swg (spring wire guide) got stuck in the catheter over needle and could not advance further. A new kit was used.